Event description:
It was reported that during inspection for use, the videoscope displayed an abnormal image. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure noisy image was confirmed due to a damaged charge coupled device unit. Based on the results of the investigation, the damage appears to be due to factors such as component deterioration, leakage, or the application of physical stress. No design or manufacturing issues were identified. Therefore, the most probable cause of this complaint is an expected or random component failure unrelated to any design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.